Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "heat" could not be confirmed. The device met mfg specs. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was overheating. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info available.